Event description:
Additional information was received that there is suspected helix damage.

Event description:
During an initial implant procedure, failure to capture and high pacing impedance were detected on the right ventricular (rv) lead. The alleged cause of the event is suspected to be due to rv lead damage or a helix defect. The physician elected to use a new lead to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, high pacing lead impedance, lead damage and helix damage. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of failure to capture was confirmed. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths was due to over torqued inner coil inside the connector region. The cause of failure to capture was due to shorting between conductors cause by over torqued inner coil consistent with procedural damage. The reported events of high pacing lead impedance, lead damage and helix damage were not confirmed. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.